Manufacturer narrative:
(B)(4). The vela ventilator was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. If additional information becomes available then a supplemental report will be filed.

Event description:
Customer reported that a vela ventilator did not show tidal volumes on the monitor while in use with a patient. No patient harm reported. Patient was transferred to a back up unit.